Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone, the customer to exchange the screens.

Event description:
Report received that the ventilator's display was erratic. The customer reported red and green vertical lines in the bottom display. The ventilator was not on a patient at the time of the event.